Event description:
During the procedure, resistance and hardness occurred while introduction of the orbit galaxy tight distal loop complex fill coil (640cf103015346435) that resulted in coil damage. Another device was opened and worked without problems. There was no adverse event, and the component will be return for analysis.

Manufacturer narrative:
During the procedure, resistance and hardness occurred while introduction of the orbit galaxy tight distal loop complex fill coil (640cf103015346435) that resulted in coil stretched. Another device was opened and worked without problems with the same prowler select lp (mc) microcatheter. The procedure completed was completed with other codman coils. After the event, the coil and delivery system were removed from the patient without any issues or loss of target site, and an adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use. Resistance was noted when on the distal section of the mc, but there were no kinks in the mc that may have contributed to the event. After the resistance was noted, no additional force, torque or manipulation was utilized to advance or remove the coil/delivery system. The target site was the carotid siphon that had normal characteristics, and a sidewall aneurysm that measured 15mm*16mm and neck was 7mm. There was no adverse event, and the component will be return for analysis. A non-sterile orbit galaxy tight distal loop complex fill coil 10 x 30 was received coiled inside of plastic bag. The hypotube was inspected and it was found whit wave condition. The introducer was received unzipped and no damages were noted. The support coil, gripper and part f the embolic coil were found outside of the introducer. The support coil was found without damage, the gripper was found kinked and the embolic coil was found stretched/kinked in knot condition. The gripper and embolic coil were inspected under microscope; the gripper was found kinked and stretched/kinked in knot condition. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit. (The support coil was found outside of the introducer). Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction could not be evaluated due to the damages found on the device, and the failure coil - unraveled stretched was confirmed. These damages could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages due to as per ch&ss investigation the customer state that during the procedure, resistance and hardness occurred while introduction of the device that resulted in coil stretched. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process additionally inspections are in place that prevents these kinds of damages leaving from the facility. Based on the analysis and device history records there is no indication of any device manufacturing issues impacted the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15346435 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, resistance and hardness occurred while introduction of the orbit galaxy tight distal loop complex fill coil (640cf103015346435) through the prowler select lp (mc) microcatheter that resulted in coil stretched. Another device was opened and worked without problems with the same mc. The procedure completed was completed with other codman coils. After the event, the coil and delivery system were removed from the patient without any issues or loss of target site, and an adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use. Resistance was noted when on the distal section of the mc, but there were no kinks in the mc that may have contributed to the event. After the resistance was noted, no additional force, torque or manipulation was utilized to advance or remove the coil/delivery system. The target site was the carotid siphon that had normal characteristics, and a sidewall aneurysm that measured 15mm*16mm and neck was 7mm. There was no adverse event, and the component will be return for analysis. Additional information will be submitted within 30 days of receipt.